Event description:
It was reported that prior to a total knee arthroplasty procedure, the on (B)(6) 2026, the two (x2) saw interface devices and the saw handpiece device joint locking part of the saw interface and handpiece was loose and the handpiece was wobbly. The surgery was completed successfully without any surgical delay. No further information is available. This is report 2 of 3 for the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.